Manufacturer narrative:
Product event summary: analysis confirmed the reported issues. The touchscreen, left hinge and power cord were replaced. Software was reloaded. The programmer then passed final quality assurance tests.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer required calibration and the screen went blank during boot-up. It is unknown what function of the programmer required calibration. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.